Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a failed sensor one day after insertion. Upon removing the sensor, patient's father noticed the sensor wire was broken. Patient's father reported that there were small red bumps at the insertion site but indicated that they did not look concerning. He confirmed that he could not see the retained wire under patient's skin. No medical intervention was required, and patient's father reported that patient did not experience any pain at the insertion site. Patient was fine at the time of his father's call to dexcom technical support.